Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic low anterior resection procedure, the manual stapling handle was being applied to the rectum. There was a problem loading the device. They felt it was a bit tight to load the stapler. The surgeon closed the stapler around the rectum and everything felt right. When firing the first reload, the staple line was incomplete and several staples were not formed to the perfect 'b'. It was not only at the distal end of the reload. The staples fell from the reload into the patient. In order to resolve the issue and complete the case, a new reload was used and did a new stapling of the rectum just below the first one. That stapling was performed perfectly. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four single use loading units. Visual inspection of the cartridges revealed that each loading unit was fully fired. The first three loading units had bowed anvils and buckled knife bar assemblies. Functional testing of the loading units found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.